Event description:
Customer reported an rh discrepancy on the abs2000. The patient is historically o, rh positive and was transfused with 2 units of o, rh negative blood shortly before the sample was collected for testin; the sample tested as o, rh negative. The patient was requested the same day on another abs2000 and tested as o rh positive. The sample also tested rh positive by manual tube test.

Manufacturer narrative:
Customer repeated the tube testing using the anti-d reagent used on the abs2000; the sample was 1+ at immediate spin. According to the customer's testing documentation, they observed 1+ mixed field reactivity in tube testing with the sample. Explained to customer that according to the abs2000 operators guide "samples reacting 1+ or less in manual tube test may be nonreactive by the corresponding abs2000 test". Retention testing of anti-d (monoclonal blend) series 4 and series 5, lots 505691 and 505546 with samples of various rh phenotypes, including weak d was performed. Expected reactivity was observed. The patient sample and samples of various rh phenotypes were tested on an in-house abs2000 instrument with retention anti-d (monoclonal blend) series 4 and series 5, lots 505691 and 505546. The samples of know rh phenotype exhibited the expected results. The patient sample exhibited well failure in all wells. However, instrument scans showed positive reactivity in d1 and d2 wells. The patient sample was tested by manual tube with retention anti-d (monoclonal blend) series 4 and series 5, lots 505691 and 505546 and with other manufacturers' anti-d blood grouping reagents. The patient's sample exhibited 3+ to 4+ reactivity at immediate spin with all anti-d reagents tested.